Event description:
The customer stated an architect i2000sr analyzer generated a false positive bhcg result for one patient sample. Sid (B)(6) generated a bhcg result of 350.31 miu/ml on (B)(6) 2013, and bhcg results of <1.20, 2.28, <1.20 and <1.20 on (B)(6) 2013. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Results were generated both prior to and after the reported results documented in this complaint ticket indicating the analyzer and the reagent were capable of accurately testing patient samples. Tracking and trending identified no atypical complaint activity. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.